Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer unscrewed the luer lock connection and reported seeing air bubbles/gaps in the tubing. The customer's blood glucose (bg) level ranged from 288 mg/dl to 428 mg/dl. The bg level was addressed with a bolus via the pump. The customer successfully primed the tubing to remove air bubbles.